Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector. The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked battery tube threads and a broken reservoir tube lip.

Event description:
Customer reported that the buttons are not responding at all. The blood glucose reading is 96 mg/dl. The insulin pump will be replaced. Nothing further reported.